Manufacturer narrative:
(B)(4). Approximate age of device - 1 month. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages were observed when the patient was bending over, and then when the patient was supine in bed as well. In addition, the pump stoppage was observed when the patient was switching to a power module. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative captured a pump stoppage on (B)(6) 2017 and thought to be associated with the percutaneous lead issues. To prevent further interruption in support the patient was placed on ungrounded cable. On (B)(6) 2017, the patient not had any symptoms and the log files showed no additional pump stoppages. On (B)(6) 2017, the replacement of the external percutaneous lead was performed. All tests passed. No further information was provided.

Manufacturer narrative:
The investigation confirmed the reported pump stoppage via the submitted system controller log files. The log files contained approximately 23 days of data ((B)(6) 2017 ¿ (B)(6) 2017 per time stamp). On (B)(6) 2017 at 20:38, the pump fell below the low speed limit (lsl) and stopped for approximately 10 seconds before returning to the set speed. The pump stopped again on (B)(6) 2017 at 14:27 and 15:04 for approximately three seconds each. On (B)(6) 2017 at 16:14, the pump again fell below the lsl and stopped for approximately 5 seconds before returning to the set speed. Prior to the first pump stop and after the final pump stop, there were no notable alarms active in the log file. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2017 approximately 18.5 inches of the external portion/distal end of the driveline was returned. There was no damage noted to silicon jacket or underlying layers. An electrical continuity test of the returned distal end portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The distal end of driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.